Manufacturer narrative:
A review of the complaint history record was performed for the s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 01/22/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device had front and rear case damage. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, keypad, rear case, barrel clamp, left handle, latch mod assy, left/right iui connector, sleeve drivearm & wiper seal. Performed calibration. A review of the device history record showed the device had a manufacture date of 01/22/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the front case. . There are CAPA #'s noted for the following parts replaced that have an already existing CAPA.. Rear case damage /1604765, iui damages / ca-2018-0161, a review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device had front and rear case damage. No patient involvement.